Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that, the axsym rubella igg reagent calibration failed generating error code 1048: calibration check failure, cal a/b ratio too high on the axsym analyzer. The customer performed a decontamination and recalibration without resolution. No impact to patient management was reported.